Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2018-03303. It was reported the patient's drg trial implant procedure was abandoned on (B)(6) 2018 due to the patient experiencing issues with the anesthesia. Reportedly, the patient was not breathing. As a result, the leads had to be removed so the patient could be flipped over. Patient is doing fine.